Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal surgery") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3987 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("removal surgery / essure is embedded in bilateral fallopian tubes") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of bleeding genital, adenomyosis, leiomyoma, parity 4, anemia, multi gravida, uterine fibroid, pelvic pain and abnormal uterine bleeding. The patient had a family history of diabetes, thyroid disorder, cancer, asthma, hypertension, post coital bleeding, hypertension and abdominal pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3909 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy, bilatera salpingectomy cystoscopy.). The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) -2022: the attached right fimbriated fallopian tube measures 7 centimeter in length x 0.7 centimeter in diameter and is partially covered by a tan pink smooth serosal surface with a central lumen ranging from 0.1 to 0.3 centimeter in diameter. A silver coiled wire is present in the proximal portion of the fallopian tube extending into the cornu. The attached left fimbriated fallopian tube measures 9.5 cm in length x 0.5 cm in diameter and is partially covered by a tan pink smooth serosa. Multiple cross sectioning shows a central lumen ranging from 0.2 to 0.3 cm in diameter. The proximal portion of the fallopian tube contains a silver coiled wire extending into the cornu region. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : event - "medical device removal updated to embedded device" reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal surgery") in a 43 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3987 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.